Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, although the root cause cannot be confirmed, it is possible the patient factors (extensive annular calcification) and procedural factors (low implantation position) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: hiltrop, n. & adriaenssens, t. & dymarkowski, s. & herijgers, p. & dubois, c. (2015). ¿annulus rupture during tavi: a therapeutic dilemma in the inoperable patient¿ the journal of heart valve disease, 24(04), 436-438

Event description:
As reported by the european edwards affiliate and documented in a journal article received, during a transfemoral tavr procedure, during the implantation of a 26mm sapien xt, the patient suffered an annular rupture. The patient underwent successful coronary stenting with a bare metal stent and valvuloplasty. The heart team then proceeded with the tavi and, based upon the preoperative assessment, an edwards sapien xt 26 mm valve was implanted. The procedure was performed under general anesthesia with tee guidance, using a transfemoral approach with an 18 fr e-sheath and a novaflex delivery system. The implantation was initially uneventful, but soon after full valve expansion, the patient presented hemodynamic collapse, due to cardiac tamponade caused by aortic annulus rupture. The team opted for immediate pericardial drainage and heparin neutralization, leading to hemodynamic stabilization without further contrast extravasation at the annular level. Tte confirmed a correctly functioning sapien xt with mild paravalvular aortic regurgitation. Two months later, tte revealed a new systolic shunt between the aortic annulus and the right ventricle confirmed at the one-year follow up examination, without clinical consequences. After one year, showed a small pseudo aneurysm but could not confirm shunt flow. The patient's clinical course had been uneventful.